Event description:
It was reported that during an unknown procedure, the device did not work as intended. No other details are available.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: it was reported that during a laparoscopic cholecystectomy procedure, a few clips fired and all were scissored then on the 4th firing the clip lodged in the jaws of the device and locked up. The clip was turned sideways in the jaws. Another device was used to complete the procedure. No adverse consequences reported. Which firing of the device did this event occur on? All 4 firings. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? The residents fire the device for the surgeon, the resident's name is unknown. Was there any torquing or twisting of the device present at the time of firing? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. After to demonstrate what happened the analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.